Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and the customer was advised to continue using the pump unless the malfunction code recurred. The customer understood the instructions to call back if the issue reappeared.